Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited with residual whitish foreign material inside the air/water-tube; and the foreign objects were found at the plastic distal end cover, adhesive on bending section cover and at the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 02 years since the subject device was manufactured. Based on the results of the investigation, it is likely due to leakage from switch 1 and switch 3 the reprocessing was not conducted properly due to which the foreign material was possibly not removed. However, a definite root cause that led to the malfunction could not be determined. It was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. The instruction manual states the detection method associated with the event in "gif-1100 operation manual chapter 3 preparation and inspection", and preventative measures in "gif-1100 reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.